Event description:
This ra lead was implanted on (B)(6)2013 and remains implanted at this time. A call placed to technical services states that patient came in for normal device check and got the "check atrial and l v lead" message on initial interrogation. Technical services asked about intrinsic amplitude and impedance as one of those will trigger the message. Caller states that atrial intrinsic amplitude in daily measurements does get to o.smv as patient is chronic afib, atrial lead has been good and stable. Technical service discuss the low p-wave as cutoff is o.smv for atrium. Caller states lv sensing good in clinic and normally ok with ocassional 3mv or less in daily. No adverse patient effects reported. The physician was dr. (B)(6) in canada. No additional information isi available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).